Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that, the patient was having issues with the home monitor. Boston scientific technical services (ts) discussed the programmer 3300 cannot be used to check this subcutaneous implantable cardioverter defibrillator (s-ICD) and in order to check it, it will need a 3200 and older micro sd card, then 3200 will need to be downgraded. Furthermore, the device was checked and successfully interrogated and was depleting normally. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the field representative was able to successfully interrogate the patient's s-ICD with 3200 software v4.08 and upgrade to allow 3300 compatibility. This device remains in service. No adverse patient effects were reported. Explanted due to normal battery depletion (nbd).